Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported lcd was cracked at out of box; the ventilator does power on and the touch screen is inoperative. The customer reported there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed by the hospital biomedical engineer (bmet). The bmet reported that a replacement touch screen was sent to the facility, and was utilized to repair the device. He further stated that the device is now fully functional. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.